Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not available for investigation.

Event description:
During the biopsy, the needles were bending, they bent so much that the biopsy needle actually snapped. He commented that this is the 5/6th time this has happened and that these needles are not strong enough. He has also had it occur with these needles for vertebroplasty. Dr (B)(6) would ideally like to speak to a product manager regarding this issue. Surgery was extended 20 mins, while an alternative biopsy system was located from a different department. The patient was not affected. The items cannot be returned as they were contaminated and cannot be sterilised but, photographs are attached. See (B)(4) alert 5 june 2015 tier 3 8 june 2015 for pictures and (B)(4) pictures confidence needles 8 june 2015.

Manufacturer narrative:
CAPA (B)(4)-- missing on medwatch # mw-(B)(4) follow-up submitted if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.